Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is unable to boot up. There was no patient involvement.

Manufacturer narrative:
This is a duplicate report of 1218950-2019-06642 .